Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was fractured where the reservoir goes. The customer's blood glucose level was unknown. The customer reported that battery was failing without warning and using up the energy quickly. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
To inform that the section was incorrect with the initial report. The correct information has been provided with this report.